Event description:
On 7/91 rptr fell. In 9/91 diagnosed with spondylolysis and spondylosis of l-4, l-5, l5-s1, and was sent for brace fitting. After a few weeks, surgery date set for 1/92. Rptr asked what dr was going to do. The surgeon said "we will stabilize the area with fusion." He gave rptr copies and pictures of devices. Rptr asked if they were necessary. He said "I'll use your bone from hip and the rest we'll decide in surgery." After surgery, when rptr still had pain, she saw her surgeon until her insurance ran out. Then while on medicaid he said "this was all I can do for you; go see dr this, dr that."